Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdomen pain and cloudy pd fluids. On the same day as diagnosis, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unknown antibiotics. Dianeal therapies were ongoing. Seventeen days after admission, the patient was discharged from the hospital and the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.